Event description:
Related manufacturer reference number:2017865-2023-47896; related manufacturer reference number:2017865-2023-47897; related manufacturer reference number:2017865-2023-47898. It was reported that the patient presented with an infection. The entire system was explanted and replaced. The patient was in stable condition.